Event description:
It has been reported the pt is without stimulation the system ipg has been unable to communicate with both the charging system and the pt programmer. Pt last used the ipg 5-6 months ago. A replacement charger and the pt programmer were used to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Additional info: 1627487-12192011-003-r. This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.